Event description:
It was reported through the submission of a revision implant sheet that the patient's right hip was revised. A shell, 2 screws, mdm liner, adm/ mdm insert, and biolox head with adapter were implanted.

Manufacturer narrative:
Reported event: an event regarding revision is reported involving omnifit liner. The event was not confirmed . Method & results: product evaluation and results: product inspection - not performed as no product was returned for evaluation. Clinical review: no medical records were received for review with a clinical consultant. Product history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event was reported about revision involving omnifit liner. The event was not confirmed the event was not confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as returned devices and more medical documentation are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Addition devices: delta un.fem hd 32mm r32 16/18; 6519-1-032; 26397603. Uni adaptor sleeve c taper ti; 19-0025t; 26363401. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not available.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right hip was revised. A shell, 2 screws, mdm liner, adm/ mdm insert, and biolox head with adapter were implanted.